Manufacturer narrative:
Concomitant medical products: product ID: 407652, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced suspected insulation damage. In addition, the right atrial (ra) lead exhibited oversensing noise. The rv and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead (in portions) was returned for evaluation. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.